Event description:
It was reported that on (B)(6) 2012 the patient underwent placement of bilateral pedicle screws from l3-s1, total l5 laminectomy for decompression, bilateral radical l5-s1 facetectomies and pars resections for decompression and severe and extensive foraminal stenosis with nerve root compression. L5-s1 diskectomy and placement of titanium interbody space along with bmp and locally harvested morselized autograft for anterior interbody arthrodesis. Placement of rods spanning from l3-s1. Posterolateral arthrodesis bilaterally from l2-s1 with bmp, locally harvested morselized autograft, and morselized allograft. On (B)(6) 2012 patient experience severe back and rle pain upon his return home from plif surgery and was readmitted to uva for evaluation and was discharged on (B)(6) 2012. An MRI showed fluid collection, post-surgical changes vs. Infection. After reviewing the films with uva neuroradiologists and correlating with clinical signs and symptoms, it was determined these were just post-surgical changes. He was treated with medications for pain control and medrol dosepak in addition to cos recommendations. It was reported on lumbar myelogram dated (B)(6) 2013 status post posterior fusion of l3-a1 with some lucency noted around the transpedicular screws of s1 bilaterally. Multilevel ddd and facet arthropathy, resulting in multilevel neural foraminal narrowing, as described above. Neural foraminal narrowing is severe on the left side at l3/l4. L4/l5 shows moderate loss of the intervertebral disc space height associated with a circumferential disc bulge. Spinal canal is patent. Moderate bilateral neural foraminal narrowing. Both facet joints remain unfused.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.